Event description:
The user facility reported the pts eye was cut during the procedure. They could give no other specifics on the problem with the instrument. No other info available. Additional info was obtained, there was puncture in the eye and the doctor used one suture to close the wound. The pt has recovered.

Manufacturer narrative:
The device has been received for eval; however the eval has not been completed. A follow up report will be submitted. The staff informed the doctors of the quality of the instruments, as the physician was new to the facility. After this incident the product was removed from the surgical tray based on a conversation with the staff. The doctor chose not to use the device. The facility no longer intends to use the product based on the physician's preference.